Event description:
The customer reported that the position of the cone mount and front pointer was shifted about 1 mm. No serious injury to the patient was reported, as the user observed this issue prior to treatment. No further patient information was provided.

Manufacturer narrative:
Clinical interface (interface mount on the clinac)/conical collimator mount damage leads to incorrect isocenter alignment. Incorrect isocenter alignment may go undetected if the user does not perform (B)(6) test prior to every srs treatment. No misadministration occurred in this case. However, the magnitude of error is in range of maximum 2-3 mm off target treatment. This would result in unintended high dose to normal tissue and critical structures. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines. Further actions will be addressed in varian's CAPA process. No follow-up reports are anticipated.